Event description:
The customer reported that the sensors suddenly stopped working. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated and passed visual inspection since no physical damage was observed. The unit failed continuity tests due to an open in cable on the detector circuit, along the length of the cable. The sensor is malfunctioning and a ¿sensor off patient" error message displayed on the lab monitor.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the sensors suddenly stopped working. No consequences or impact to patient were reported.